Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, crease fold and opening. A microscopic analysis was performed which identify, sharp edge. And with non-penetrating nicks (stress marks) assessed, as surgical impact opening and broken striated/missing piece of the shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks, due to surgical impact. Non-penetrating nicks (stress marks). A striated broken in the anterior side assessed, as surgical damage. Missing piece of the shell assessed, as inconclusive.